Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient had an open sore on his back which was discharging liquid. The current medical condition of the irritation is unknown as multiple follow-up attempts were not successful.